Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone that the customer was receiving a stuck button alarm. The customer said that she sleeps with her insulin pump in her bra and she heard it screaming. She then pressed the ok button but the alarm continued. The customer¿s blood glucose was unknown. During troubleshooting, the customer stated that she did not press a button down for three minutes or more and that the insulin pump was not exposed to any altitude changes. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The insulin pump will be returning for analysis.